Manufacturer narrative:
(B)(6). Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous coronary angioplasty (pci), the 100 cm. 6 fr. Vista brite tip guiding catheter did not fit in the radial artery due to spasm. Risordan was injected without success. The product was removed from the patient and it turned out that the catheter was flattened. The product was removed and a femoral approach was used. There was no delay exceeding thirty (30) minutes. There was no reported patient injury. The product will be returned for inspection.